Event description:
Info rec'd indicates when the CPR was activate the head section would not lower.

Manufacturer narrative:
The technician found that the CPR/trend valve was stuck and not opening. He replaced the CPR/trend valve and the bed functioned properly.